Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported infusion set tubing detachment at the quick release while taking a shower. The site location was patient's thigh and the pump was worn on the left side near the infusion set. The infusion had been in use for two days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the patient was unsure if the pump was dropped with the set connected to the patient's body. No further information available.